Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations and felt tired recently. It was also reported that the right atrial (ra) lead exhibited a polarity switch to unipolar due to wide swings in impedances; including low impedance measurements. The atrial channel was noted with decreased sensing. Insulation damage was suspected. An x-ray showed the ra lead and right ventricular (rv) lead appeared to be rubbing on each other. Both leads were observed with noise and both were suspected of a fracture. Additionally, the rv lead exhibited fluctuating and low impedance reading with trend data showed dropping impedances. The rv lead was suspected of a fracture. . Reprogrammed was initially performed. Both leads were later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.